Manufacturer narrative:
Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 20005/ 19540, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. The review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a localized infection. The patient underwent an explant procedure. No further information could be obtained.